Manufacturer narrative:
Section e1: the customer address was (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). Refer to the coring knife investigation for additional detail regarding the report that the knife was not as sharp as anticipated. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas, including other neurological events (not stroke-related). Section 5 of the IFU, ¿surgical procedures¿ includes information for priming the pump as well as de-airing the pump. Section 5 warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implant, the surgeon could not cut through the heart tissue with the coring knife. The coring knife was reportedly not sharp enough. The surgeon used a scalpel for the coring location. It was also reported that the patient suffered from air embolism in the brain. When the patient was woken up, they were not able to move on their left side. Computed tomography (CT) showed no abnormalities. Additional information was received that the cause of the air embolism was unclear and the hospital thought that it might not be an air embolism anymore. No treatment was performed and CT was normal. The patient seemed to have had some recovery and was able to squeeze hand and move legs. The patient was intubated in the intensive care unit (ICU). The left ventricular assist device (lvad) operated as expected. Related MFR # for the coring knife: 2916596-2023-06292.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.